Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s son contacted support after a cartridge was filled and the stopper extended past the bottom, and the agent advised using a new cartridge; during a supply change an unable to proceed alert occurred, and the patient replaced the connector and cartridge, then completed the change after being advised to fully seat the connector to prevent insulin leakage. Symptoms included recent episodes of low and high glucose with malaise. Outcomes included completion of troubleshooting and patient education without escalation of care. Investigation included remote troubleshooting and education regarding correct infusion set deployment and connector attachment. Investigation of this case revealed that the infusion set connector was not fully twisted into place, leading to insulin leakage and an unsuccessful deployment that triggered the alert, which was resolved by replacing the connector and cartridge and correctly attaching the connector. It was concluded, based on previously established findings for similar reports, that user technique caused the event.